Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient's pump was explanted due to leakage. The patient's symptoms included headaches, pain, and sweating. At the time of report, there was no patient injury or adverse event. The drug used in this system was unknown.

Manufacturer narrative:
Analysis of the pump noted no anomalies were noted to occur in the logs at any time and the pump passed all non-destructive and dispense testing. Bench testing on the outlet port with no external forces applied found that leaking did not occur; however, with slight side force, the outlet port leaked. Analysis of the o-ring found damage that could promote a leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.